Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 693565 implantable tachy lead implanted: (B)(6) 2009, 5076 implantable pacing lead implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that lead integrity alert (lia) was triggered for elevated sensing integrity count (sic) and non sustained tachycardia events. It was noted there was high impedance, noise and possible lead fracture on the right ventricular lead. The lead was explanted and replaced. It was also reported there was noise on the ventricular channel. Isometric movements were performed and noise could not be reproduced. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. If follow-up was required, efforts have been made to obtain additional information. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. No eval other description: analysis cannot be completed at this time due to pending litigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.